Event description:
The front headtube weld on the right side allegedly broken causing the consumer to fall out of the chair. No serious injury is alleged.

Manufacturer narrative:
User was reportedly operating their chair when the right head tube broke from the chair. User reportedly fell forward out of the chair and sustained a swollen right knee and wrenched back. No alleged injury confirmation. Nature of complaint suggests potential impact damage to the head tube prior to event. MDR filed based on alleged serious injury.